Event description:
It was reported that at the time of the pump refill the erv (expected residual volume) and arv (actual residual volume) was 4ml. The pump was filled with 20ml of the same concentration/drugs from the previous refill; morphine 10mgl/ml, bupivicaine and baclofen. During the refill, the patient experienced dizziness. Within one minute of the refill, the patient had an increased blood pressure, heart rate and felt short of breath. The patient also experienced light headedness. The hcp was concerned with a possible pocket fill however, the patient refused to let the hcp confirm reservoir volume to rule out a pocket fill. The patient was admitted to the hospital and monitored overnight; the patient status was stable. A couple of weeks later it was reported that the patient was on the way to the emergency room. The hcp did not know what the situation was or 'anything about pump". The hcp stated that the patient had been having trouble with the pump for the last couple of weeks and was "very frustrated with it". The hcp wanted to shut the pump off. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).